Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly on the reservoir. The customer's blood glucose reading was 4.6 mmol/l. The customer mentioned air bubbles on the top of reservoir. The product was not returned for analysis.